Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Received notice from FDA (10088-2015-05) regarding an incident. Event description is as follows: "warmer in use for hypothermic patient. When patient temperature decreased, warmer was found to be blowing cold air. Patient received atropine for bradycardia."